Manufacturer narrative:
The customer's calibration and qc data were ok. The patient's sample was requested and provided for an investigation. The investigation confirmed the customer's elecsys anti-sars-cov-2 results. Also, the patient's sample was reactive with the elecsys anti-sars-cov-2 s assay (s-protein based) as well as an independent laminar flow assay. The investigation determined the patient's sample was reactive. A general reagent issue could be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys anti-sars-cov-2 results for one patient tested on a cobas e411 rack serial number (B)(4). The customer also performed testing on a maglumi 800 (clia) analyzer with 2019-ncov igm and 2019-ncov igg assays. The maglumi assays 2019-ncov igm and 2019-ncov igg are not on the list of eua products. The pcr testing details for the patient was requested but not provided. The customer performed duplicate testing with both methodologies. The customer determined the maglumi results were correct. The elecsys results were not reported outside the laboratory. The patient¿s elecsys anti-sars-cov-2 results were 18.64 coi and 18.94 coi. Both results were reactive. The patient¿s maglumi 2019-ncov igg results were 0.730 au/ml and 0.672 au/ml. Both results were non-reactive. The patient¿s maglumi 2019-ncov igm results were 0.478 au/ml and 0.607 au/ml. Both results were non-reactive.